Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable (silver). The procedure was being completed as planned with no reported injury.